Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the device's main keypad assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly in a test device and observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy.  Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally.

Event description:
Physio-control evaluated the customer's device for a non-critical (ECG) issue, when it was observed that it had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.  There were no reports of patient use associated with the event.